Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the power output was low during the procedure. The patient was undergoing radiofrequency ablation (rfa) with a rf3000 radiofrequency generator. It was noted that the device did not deliver the maximum power output. The user needed to push the button repeatedly in order to keep the power up. This prolonged the procedure. No patient complications were reported.